Manufacturer narrative:
Product analysis visual inspection: the device returned loaded in a cook medical introducer the balloon was in what appeared to be post inflated state no damage observed to the tip of the device an attempt was made to remove the non medtronic sheath from the balloon but due to the bunching on the distal section of the balloon it was not possible to remove the balloon from the sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the treatment of a diseased lesion within a stent using a drug coated balloon, the balloon became stuck within the sheath during withdrawal. Treatment on the rfa- angio to the left leg, left proximal sfa stent patent, mid stent with severe in-stent restenosis greater than 70-80%. P1 and p2 portion of popliteal artery with greater than 70% stenosis and p3 portion widely patent. Three-vessel tibial runoff but pt is dominant supplying to foot. Peroneal and at occludes distally and calf. After excisional atherectomy of sfa isr and p1 and p2 segment of popliteal artery they were treated with 6- and 5-mm drug-coated balloon respectively. There was less than 30% residual stenosis. Sheath used was a non medtronic 6f 55cm raabe. This occurred in the superficial femoral artery, which had a lesion length of 250 millimeters and an artery diameter of 6 millimeters. The procedure was initially intended to treat the lesion with a 6 x 250 in.pact admiral drug coated balloon. The degree of tortuosity was min imal, and the device was passed through a previously deployed evercross stent. The balloon was inflated using a non-medtronic inflation device with a fluid mixture of 20% contrast and 80% saline. However, after the balloon dilatation, the physician encountered di fficulty as the balloon could not be fully withdrawn due to it becoming lodged within the sheath. This complication necessitated the removal of the entire access. Consequently, the procedure had to be aborted. Despite these challenges, the device was eventually removed successfully in tandem without causing injury or requiring further intervention. Extra time added to procedure to complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.